Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Patient¿s blood glucose at time of incident: 248 mg/dl. Patient's current bg: 417 mg/dl. Customer states she is having issues with her pump and she thinks it is not delivering insulin. Customer states she changed her infusion set this morning and her blood glucose was 114 mg/dl. Customer states her blood glucose was 78 mg/dl. Customer states after sometimes her blood glucose was 397 mg/dl. Customer states she bloused with pump to correct for high blood glucose. Customer states after sometimes she was 454 mg/dl. Customer states after sometimes she was at 415 mg/dl. Customer states prev she reported low blood glucose when she called in about another issue. Customer states her blood glucose when she noticed the issue was 397 mg/dl. Customer states she prev had high blood glucose 248 mg/dl last night. Customer mentioned the infusion set she took out this morning she saw a raised bump like a pencil eraser where her site was. Yesterday she was 81 mg/dl. Customer states then she was 188 mg/dl. Customer states then she was at 204 mg/dl . Customer reports the symptoms related to their high blood glucose was a little thirsty. Customer treated for high blood glucose with pump. Customer reports they have not contacted their healthcare provider regarding the high blood glucose. Customer performed displacement test which was passed. Customer is able to perform high pressure test at this time whose results was pump alarmed with insulin flow blocked. Insulin pump is not expected to return for analysis.